Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was continuously failing. A field service engineer found that the remote manager was not locking. The unit was powered down, and the microswitches were cleaned. Spade connectors were crimped, and carbon grease was applied. After rebooting and accessing diagnostics, the remote manager still failed. The wiring harness was then replaced. Functionality was tested using the diagnostics program, and the customer successfully recovered. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, remote manager was continuously failing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.